Event description:
Customer reported experiencing back-to-back cartridge alarms when loading new cartridges and attempting to reload the same cartridges. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, tandem technical support decided to replace the pump and informed the customer about the upcoming replacement with updated software and available training. The customer was advised to put the problematic pump into storage mode and return it to tandem within 10 days using a pre-paid ups label.